Event description:
Medtronic stents deployed on their own while being maneuvered through the arterial vessel (right superficial femoral). Difficulty with vision of stent. Not immediately realized (deployed).three (3) total deployed on their own/released from balloon catheters w/o proper placement. Unable to retrieve stents with snare. Pt taken to o.r. For exploration, removal.